Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via manufacturer representative (rep) reported that they experienced intermittent therapy, where the voltage of the implantable neurostimulator (ins) automatically changes from 2 volts to 0.5 volts. It occurred since the patient had an emergency operation. The lead location was checked and the lead did not move. Also impedance check showed no anomalies. The only thing used during the operation was a unipolar diathermy. Additional information received reported the symptoms of urinary retention returned. The physician replaced the ins and the electrode. The issue of intermittent therapy since emergency operation with unipolar diathermy was partly resolved. The system is working okay but the patient doesn't feel much improvement like they felt after first implant.